Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. When attempting to interrogate, the device appeared to start interrogation, then returned to the original screen. There was an invalid spot on the hard drive. Reconfiguration and software reload resolved the issue. (B)(4).

Event description:
It was reported that when preparing the programmer for a patient's device check, the programmer did not find the device with the "find patient" button. The display returned to the original screen, instead of displaying "please interrogate." Then, the manual selection was attempted. Certain device models did not open when pressing the buttons, while others worked with no issues. Another programmer was tried, but it also exhibited the same issue. A software update issue was suspected. Another programmer was used to complete the device check. The programmer was returned for repair. No patient complications were reported as a result of this event.